Event description:
It was reported that the device had an upstream occlusion alarm problem. The product fault occurred during preventive maintenance inspection. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection performed. Device had bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and scratched lcd lens. Performed functional testing. Customer's reported problem was duplicated. Uso sensor was observed to be damaged and did not meet manufacturing specifications. The root cause is the uso sensor. Replaced uso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.